Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient had six (6) episodes, all requiring shocks and cardiopulmonary resuscitation. Care was withdrawn and the patient expired.